Event description:
It was reported that an interlink solution set had a leak from the air vent. This issue occurred during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection and hydrophobic vent/housing failure testing were performed. No malfunctions were identified; the device met specifications. Should additional relevant information become available, a follow-up medwatch will be submitted.